Manufacturer narrative:
Please refer to medwatch report# (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, three months after the procedure, she suffered burning pain from rectum to vagina. Reportedly, the pain was so bad that she cannot stand, has wet herself in bed, cannot have intercourse, and cannot have pap smears performed. Additional medical treatment and procedure are required. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The event reported by manufacturer report #3005099803-2013-10681 has previously been reported by boston scientific via manufacturer report #3005099803-2013-00251. Therefore, MFR. Report #3005099803-2013-10681 is a duplicate report.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, three months after the procedure, she suffered burning pain from rectum to vagina. Reportedly, the pain was so bad that she cannot stand, has wet herself in bed, cannot have intercourse, and cannot have pap smears performed. Additional medical treatment and procedure are required. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.